Event description:
Customer reportedly obtained results of 210 mg/dl, 170 mg/dl, and 112 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of the suspect system and replacement was sent.